Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s tip was broken before inserting it to the laparoscopic trocar. The device was changed to finished the case. No injury.